Manufacturer narrative:
The lens remains implanted and will therefore not be returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after lens implantation the patient reported double vision. Approximately one month after lens implantation, the lens was repositioned. The patient reported blurry vision after lens was repositioned. The patient has been prescribed glasses to address visual concerns. Capsule damage was also reported as intraoperative complication of the initial surgery. However, it is unknown at what stage during the procedure the damage occurred.